Event description:
Customer reported that the insulin pump returned a no delivery alarm due to kinked tubing. Blood glucose level was 94 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.